Event description:
It was reported that the patient experienced hyperglycemia while using the ilet, with continuous glucose monitor (cgm) values up to 336 mg/dl and a fingerstick of 327 mg/dl after dinner, associated with a missed meal announcement due to not navigating to the meal entry screen. Symptoms included high blood glucose without reported acute complications. Outcomes included monitoring at home with downward trending glucose wihtout medical intervention or hospitalization. Investigation included review of device logs and adherence to use, which identified absence of a dinner announcement corresponding to the elevated readings. Investigation of this case revealed user handling contributed to the event, with the device and its components functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to a missed meal announcement.

Manufacturer narrative:
Initial.